Manufacturer narrative:
Returned product consisted of the maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device revealed that there was a longitudinal tear from the proximal to distal ends of the balloon. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any damage or irregularities contributing to the confirmed tear and reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 25-apr-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal tear in the balloon.